Manufacturer narrative:
Additional gore® tag® devices included in this report: tgt3415/8865518 and tgt3720/8949058 UDI¿s: (B)(4). A review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, and surgical conversion.

Event description:
On (B)(6) 2010, the patient underwent an emergent endovascular repair of an impending rupture of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3715/7177953). On (B)(6) 2011, the patient was implanted with two additional tag® devices (tgt3415/8865518 and tgt3720/8949058) to treat a distal type I endoleak and aneurysmal enlargement (captured on previous medwatch #2017233-2012-00385). On (B)(6) 2011, two-year follow-up imaging reportedly revealed a type ii endoleak of unknown origin. The physician elected to monitor the patient. The diameter of the aneurysm was 67mm. On (B)(6) 2013, three-year follow-up imaging showed that the endoleak persisted. The diameter of the aneurysm was 61mm. On (B)(6) 2014, four-year follow-up imaging showed that the endoleak persisted. The diameter of the aneurysm was 61mm. On (B)(6) 2015, five-year follow-up imaging reportedly revealed an infection of the devices. The patient was treated with antibiotics (details unknown). According to the report, the infection was device related; however the cause of the reported infection is unknown. On (B)(6) 2015, the patient underwent an open procedure to treat the infection, whereby the devices were explanted and the vasculature was replaced with a surgical graft. The patient tolerated the procedure. No further information is available.